Event description:
It was reported that pump showed continuous glucose monitor error and customer contacted support about g7 sensor issue. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset with guidance from technical support, and after reset pump did not show same continuous glucose monitor error again.